Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely. When the device triggered eri, it changed the pacing mode to vvi 65 making the patient feel ill with 'pacemaker syndrome'. The device was reprogrammed to atrial pacing mode relieve the patient symptoms. The device was explanted and replaced. There were no patient complications reported as a result of this event.